Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00570. Follow up information identified the patient underwent surgical intervention where the leads were replaced with new ones. The patient is now receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00570. It was reported the patient is not receiving stimulation. Lead diagnostics showed invalid impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.